Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2024. The blockage was in the tubing. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: argentina.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2024-37410), was submitted on 19-jan-2025. Upon completion of the investigation, the manufacturing date was updated as 28-oct-2023. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Per revision 21 of procedure (B)(4), a child investigation is not required to document the device history record (DHR) review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the device history record (DHR) review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6003966, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6003966 was manufactured according to the work instruction (wi) version 77 and packaged in the machine multivac 12 on 28-oct-2023, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 3k03769 was manufactured according to the (wi) version 26 and manufactured in the line assembly of quick set, on 29-oct-2023, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 3k03766 was manufactured according to the (wi) version 25 and manufactured in the line assembly of quick set, on 28-oct-2023, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 3k03767 was manufactured according to the (wi) version 25 and manufactured in the line assembly of quick set, on 29-oct-2023, with a total of (B)(4) units. The sub-assembly, tube gluing set of the lot 3k02798 was manufactured according to the (wi) version 40 and manufactured in the machine 04-05-08, on 27-oct-2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: no non-conformance (nc) raised during production related to complaint code; no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.